Event description:
On (B)(6) 2012 the patient was implanted with two distractors. On (B)(6) 2013 the surgeon performed a removal of two distractors because they were ready to come out and noticed they were not distracting to the bone. The distractors were relapsing at 30 percent and not functioning. At the time of the removal of the distractors two of the foot plates broke. The procedure was prolonged by an unspecified amount of time, taking longer than the normal procedure time. This is 1 of 4 reports for this event.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing evaluation showed the characteristics which could be measured were acceptable. Although the distractor assembly did not distract, per the pd evaluation, the 30 percent relapse is due to the footplate breaking during consolidation phase and is not a result of the distractor reversing. It is unclear why the distractor currently does not distract but may be due to damage to the distractor body from the torsional and bending load mentioned in the pd evaluation.

Manufacturer narrative:
Device used for treatment and not diagnosis. For the right bc distraction assembly, the location of the fracture on the footplate is through the screw hole closest to the distractor body; this fracture was noted to have been caused at time of removal. The plate appears to be contoured through the region of breakage; it is unclear whether this occurred pre-operatively or at the time of removal. The fracture pattern and location is consistent with bending fractures that can occur during removal. The 30 percent relapse noted in the complaint did not occur on this distractor assembly; the distractor was fully extended as seen in the provided x-rays at time of removal. Therefore, from a design perspective this complaint condition is invalid because mechanism of breakage is excessive bending that resulted in plate breakage. The design risk assessment is adequate for the intended use.

Event description:
This is 1 of 8 reports for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not for diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. A review of the device history record, showed device as conforming.